Event description:
Patient mentioned their boston scientific stimulator was not working. Patient did report that the spinal cord stimulator in the past helped with pain and they were able to walk straight. Now it does not do anything for them. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).